Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported right side no complaint against the device. The event of rupture was deemed to not have occurred with this implant. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side "no complaint against the device." Healthcare professional later reported "possible rupture" and "capsular contracture baker grade ii." The device has been explanted, replaced, and discarded.